Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grippers had interaction with leaflets while positioning the clip over the valve. A ruptured chordae tendineae was observed at anterior leaflet 1 when clip was retracted back into left atrium. The clip was deployed at anterior and posterior leaflet 1. The mr was decreased to grade 1+ post procedure. There was no clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grippers had interaction with leaflets while positioning the clip over the valve. A ruptured chordae tendineae was observed at anterior leaflet 1 when clip was retracted back into left atrium. The clip was deployed at anterior and posterior leaflet 1. The mr was decreased to grade 1+ post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, the reported difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in unspecified tissue injury (chordal rupture) appears to be related to procedural conditions. Tissue injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.